Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 7.9 mmol/l and the sensor glucose was 2.2 mmol/l. The difference between sensor glucose and blood glucose level at time of event within not target range. The insulin delivery was suspended due to sensor glucose value. The sensor will not be returned for analysis.